Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned product identified that the fiber was received in one piece. The reported event of rfid connection problem was not confirmed. Additionally, it was found that there was no light exiting the fiber connector, indicating a fracture in the connector. Fracture within the connector can occur during procedural handling of the fiber during setup or use. The fiber connector may have a developed a microfracture that with use or handling can result in no aiming beam or low laser energy output, up to a complete inability for the fiber to functioning. A review of the device instructions for use (IFU) was completed, the IFU states: hold the fiber tip to a non-reflective surface and ensure that a circular green spot appears. If the spot is weak or not visible, do not use and discard the device or return it to the supplier for replacement. Based on analysis and the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the fiber was recognized by the auriga laser but then the device displayed an error code 1101. It was required the use a second fiber. There were no consequences for the patient. After that, the product was returned for analysis, and the product investigation concludes that the fiber connector was fractured.